Event description:
Caller reported an issue with touchscreen responsiveness, where the pump screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received information on performing a pump reset and chose to reset the pump, which resolved the issue, allowing the customer to interact with the pump screen again.